Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. Technical services recommended the field inquire if the device had been exposed to ionizing radiation/other environmental factors and confirmed critical therapy remained available.

Event description:
It was reported that during interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) by the physician a red screen popped up. The local area field representative performed troubleshooting two hours later and saw all stored patient data was gone. Additionally, it was reported that the device detected every beat as noise. Automatic setup was performed, and secondary vector was suggested. Subsequently, the device was reprogrammed, and technical services was consulted. Technical services confirmed the behavior is consistent with a pd error (crc fail on programmer ram) and the device appears to be operating normally. It was recommended the field inquire if the device had been exposed to ionizing radiation or other environment factors that would increase the rate of spontaneous memory corruption. No adverse patient effects were reported. This s-ICD remains in service.